Event description:
N/a.

Manufacturer narrative:
Due to character restriction in block e1. E1 event site name is (B)(6). Updated fields: b4, d9, g3, g6, h2,h3, h6(investigation findings, type of investigation, investigation conclusions,component code), h11. Corrected field : b6 , b7 , d5 , d10 , e1 , e3 , e1 ( event site name ) , g2 , g7. A getinge field service engineer (fse) evaluated the unit and found pressure and vacuum set points were out of spec upon entering service mode. The fse recalibrating these set points solved the issue. Unit is passing all functional and safety tests.

Event description:
It was reported by the customer that while in biomedical shop the cardiosave intra-aortic balloon pump (iabp) unit displayed error 14, indicating a compressor power up related malfunction. There was no patient involvement reported.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.